Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cable had a pinhole. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Please refer to the following sections for the device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed.three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head cable had a pinhole. The issue was found during preparation for use. There were no reports of patient harm.